Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing suspected false positive results for adenovirus. The customer run database was provided to bd service specialists and quality for further analysis. This review indicated potential issues with reader normalization. A bd field service engineer (fse) was dispatched to the customer site where they performed renormalization of both readers, calibrated the robot, aligned the reader trays, and verified magnet calibration. An instrument qualification was performed, and instrument performance was confirmed to be within bd specifications. This complaint is confirmed by service and quality. The root cause cannot be determined with the information provided. Samples received by quality for investigation included the customer run database files. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and one additional case was observed on (B)(6)2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there was 1 false positive result. This is a report of one occurrence, no report of adverse or injury. The following information was provided by the initial reporter: mon (B)(6) 11:44:18 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes, false positives with evp max - 441916 - ct3018 - false positives with the current evp assays samples with unclean curves often occur, even though max then reports samples as positive.

Manufacturer narrative:
D.2. Medical device type: one additional code applies; k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. (B)(6).

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there was 1 false positive result. This is a report of one occurrence, no report of adverse or injury. The following information was provided by the initial reporter: mon (B)(6) 11:44:18 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes, false positives with evp max - 441916 - ct3018 - false positives with the current evp assays samples with unclean curves often occur, even though max then reports samples as positive.